Event description:
During the implantation procedure, the helix would not extend before implant; it just clicked when stylet was turned. It was reported that it did finally extend after many turns but then the helix would not retract. Therefore, it was not implanted.

Manufacturer narrative:
(B)(4)the analysis on this device is pending.

Manufacturer narrative:
(B)(4). The analysis on this device is pending.

Event description:
During the implantation procedure, the helix would not extend before implant; it just clicked when stylet was turned. It was reported that it did finally extend after many turns but then the helix would not retract. Therefore, it was not implanted.